Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose monitor displayed incorrect information about the volume of active insulin. At 9:24 am the patient's blood glucose level was 288 mg/dl and she did a correction of 0.6 units of insulin. At 10:43 am the patient's blood glucose level was 280 mg/dl and she did a correction of 0.2 units of insulin and another correction of 3.7 units at 10:44 am. At 12:00 pm the patient checked the bolus calculator and it displayed that the amount of active insulin was 7.7 units of insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
Iu observed that the bolus advice provided a value of - 3.4 u; iu confirmed the bolus result and observed that the meter does produce a bolus reaction with the retention pump and the correct bolus is delivered to the pump, no bluetooth communication issues were observed. Iu manually reviewed the meters memory and observed that the bolus value produced during the simulation testing was stored in the meters memory correctly, no defects were observed.